Event description:
A (B)(6) male with vascular disease, aaa, and a previously placed common iliac stent, underwent an evar on (B)(6) 2013. The physician came from the arm and got through the gate, snared the wire but was unable to get the limb through the gate. The physician converted main body to an aorta uni-iliac and proceeded just fine. The physician performed a fem-fem bypass. The pt tolerated the procedure well. No harm to the pt. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt weight: unk as not provided by reporter. (B)(4) - difficulty cannulating is not specifically labeled in the IFU. Event. Evaluation: still under investigation.